Event description:
It was reported that the light is defective, no light illumination. No procedure or patient involvement. No negative impact in state of health reported.

Manufacturer narrative:
The investigation is not yet completed; investigation results are pending. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Per manufacturer's investigation results: the product was sent to the manufacturer for examination. The technical examination confirmed the fault described by the customer. The damage identified by the manufacturer is attributable to improper use during processing or by the user. The damaged camera insert and a leak caused by excessive force are the cause of the fault described by the customer. This event is filed under internal complaint ID (B)(4).